Manufacturer narrative:
Investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4) , and the reported event could not be conclusively established through this evaluation. The account communicated that the patient presented with new onset of slurred speech, right sided weakness, and truncal instability on (B)(6) 2018. The patient noted that slurring of speech was new since lvad surgery. Neurology was consulted and upon examination, the patient had right-sided flattening of nasolabial fold and mild to moderate dysarthria. A head CT scan revealed no acute intracranial pathology. The etiology of the dysarthria could not be determined, but could be related to stroke, metabolic, or mechanical factors. The patient reported being back to baseline on (B)(6)2018 with possible very mild slurred speech continuing. Per neurology, no further workup or medication changes were recommended. No product is available for investigation. The hm3 lvas IFU, lists stroke as an adverse event and neurological dysfunction and thromboembolism as potential late postimplant complications that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 4 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 patient experienced new onset of slurring of speech, right sided lower extremity weakness, and truncal instability was noted. The patient reported symptoms were new since lvad implantation. Neurology consult was placed. On examination, subject had right-side flattening of nasolabial fold and mild to moderate dysarthria. Head CT revealed no acute intracranial pathology. Differential for dysarthria includes stroke versus metabolic versus mechanical etiologies. There is no report stroke was ruled out per differential diagnoses. Patient reported being back to baseline (B)(6) 2018 with possible very mild slurred speech continuing. Per neurology, no further workup or medication changes recommended. No treatment was reported. No additional information was provided.